Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: flat creases and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening and partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. Partial delamination of valve due to adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.